Event description:
Report received from the USA stating that the "hose had a tear in the sleeve." The tear was discovered during pretesting. The reporter was unaware of how this occurred. The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.